Event description:
During laparoscopic appendectomy, articulating endoscopic linear cutter placed in reticulation position for release of staples, physician states the trigger felt different during depression. After staples deployed, attempts to remove reticulation position (angled position) unsuccessful. Device remained jammed in reticulation position. Entire unit removed, port removed and device wiggled out of incision. New device utilized to inspect area to ensure staples deployed correctly. Staples had deployed correctly. No pt injury noted.